Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and spinal pain. It was reported that the patient's medication was changed in (B)(6) 2017. When they filled the pump, 30 days after they changed the patient back to fentanyl, they found out that the catheter was clogged and there was not a lot of medicine used. The pump was drained on (B)(6) 2017. Per the patient, a manufacturer's representative (rep) was present for the clog and that was in (B)(6) 2017. Per the patient, they tried to clear the clog but it would not budge so they told her she was going to have to have surgery to replace the catheter. The patient could not go through this again (paying for the pump). The patient paid for the pump in the 1st place and paid for it with "car wreck money". It took a long time to get the "medicine up", over a year and had it slowly increased where she would go in each week. Saline was put in the pump that day because in case the patient wanted to use the pump in future. The patient was to find a way to pay for the catheter replacement. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving saline via an implantable infusion pump. It was reported that on (B)(6) 2018 the healthcare provider (hcp) went in to unclog the catheter and during the procedure it was discovered that the pump had been flipping over and the catheter was kinked. It was reported that the pump was tacked down. Sometime in (B)(6) 2018 the revision scar began to bleed. It was reported that the bleeding was heavy and drenched through a towel and a mattress pad. The hcp removed the pump on (B)(6) 2018 because he was worried about infection. No further complications have been reported as a result of this event.